Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with low blood glucose levels and lost sensor. The customer's blood glucose level at the time of incident was 36mg/dl. The customer attributes the low to the lost sensor alert. The customer states the sensor did not alert them ahead of time. The customer's most current level was 88mg/dl. The customer declined to troubleshoot with the help-line. The customer was advised to contact their healthcare provider regarding settings and adjustments.